Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible in the guide wire lumen, which is consistent with the device being advanced over a guide wire. There was also contrast visible in the inflation lumen and the loosely-folded balloon, which suggests that the device was prepared for use and at some point, positive pressure may have been applied to the system. The hypotube shaft and strain relief tubing were separated at the distal end of the hub, confirming the reported complaint. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing. Since there was no report of any damage observed to the catheter prior to the procedure, this indicates that the separation occurred during the procedure, as reported. Reportedly, the catheter was pushed hard during the attempted advancement. It should be noted that the product instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. It is possible that as force was applied to the trek catheter while positioning it through the guiding catheter, the shaft likely kinked and separated as a result. Kink or bends in the shaft can lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Potential factors that can contribute shaft separations include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling, an interaction with the patient anatomy, or from an interaction with accessory devices. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received and the analysis of the returned product, the reported shaft detachment/separation appears to be related to operational context of the device and not a product quality deficiency. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Event description:
It was reported that the trek balloon catheter was advanced through the guiding catheter, and when the balloon catheter was pushed, the hub became detached from the proximal shaft at the distal end of the strain relief tubing. The trek balloon had not exited the guiding catheter tip when the separation occurred. The physician commented that the balloon catheter was pushed hard which could have contributed to the shaft separation. No adverse patient effects were reported. No additional information was provided.